Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was hospitalized had an infection on his inner thigh. Doctor stated possible due to the male external catheters. Unsure which one since the patient was sent many samples to try. Advised that it is really important that when he removes the male external catheter to make sure all of the penial region, pubic region, and thighs be thoroughly cleaned to avoid bacterial residue building up. It's unclear if lot number was requested. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was hospitalized had an infection on his inner thigh. Doctor stated possible due to the male external catheters. Unsure which one since the patient was sent many samples to try. Advised that it is really important that when he removes the male external catheter to make sure all of the penial region, pubic region, and thighs be thoroughly cleaned to avoid bacterial residue building up. It's unclear if lot number was requested. No additional information provided.